Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The functional test could not be performed due to an unresponsive act button with a corroded keypad trace. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that they have to push the act button multiple times. Customer's blood glucose reading was noted to be 586 mg/dl and was treated with a bolus. Customer was unable to get the act button to respond. Mother also mentioned that this has also occurred in the past where the customer's blood glucose readings were around 400 mg/dl to 500 mg/dl and was treated with a syringe. No further information reported.